Event description:
The generator was received for product analysis. There was evidence that the generator entered in a brown out reset the day after implant, indicating that the device was hit with electrocautery. The cause of the end of life condition was most likely due to a latch up condition in the asic. Visual examination verified burn marks on the generator can which indicated that the pulse generator may have been exposed to an electrocautery tool. Electrical test results showed that the pulse generator performed according to functional specifications. No additional or relevant information has been received to date.

Event description:
It was reported that a generator had been at end of service while being implanted. Prior to being implanted, the diagnostics for the generator were okay. After the generator was connected to the lead, the lead impedance was ok but the generator displayed end of service after multiple interrogations. The generator was removed and a new generator was used. The surgeon did not think that the device got into contact with any electrocautery. The device history records for the generator were reviewed. The device passed all specifications prior to distribution and there were no unresolved non-conformities. The device has not been received by livanova to date. No additional or relevant information has been received.